Event description:
Cme express pump continued to infuse with out alarming after infusion complete. Nurse was there and noticed immediately that infusion complete or pump would of continued to infuse air into pt.